Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the first proximal stent row with stent struts pulled in a proximal direction. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the inner and outer polymer extrusion and mid-shaft found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that advancing difficulty was encountered. The target lesion was located in a coronary vessel. A 2.50x20mm promus element plus drug-eluting stent was advanced but could not track down the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.